Manufacturer narrative:
A philips field service engineer (fse), visited the customer site to test the involved device and found it was performing to specifications and all the configurations were appropriate. The fse also took the log files which indicate that the arrhythmia alarms were turned off at the involved bed at 8:42am and remained off during the time of the incident (reported as 9pm). The arrhythmia alarms were not turned back on until 2:30pm the next day. No product malfunction occurred. The device is in use at the customer site.

Event description:
The patient expired and the alarms did not go off. The customer reported they think somehow the alarms were shut off when the patient expired.